Event description:
It was reported that the physician detected atrial capture threshold increased. Physician decided to increase the atrial pulse amplitude. The device also recorded several episodes of ams due to atrial oversensing. Pvab was reprogrammed to address this issue. No adverse events occurred and the device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.